Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event (2) is detectable and preventable by handling device in accordance with the following IFU: "the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope. The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a melted tip cover. There was no patient involvement.